Manufacturer narrative:
An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported pseudoaneurysm (supra celiac artery extending to the base of the superior mesenteric artery) event is confirmed. This is consistent with the reported adverse event/incident. Contributing factors to this event include the following: pre-existing renal insufficiency and patient did not attend routine follow-ups prior to (B)(6) 2020 (cautionary product use). The latter contributed to delayed treatment and lack of comparative imaging to assist in determining causation. Therefore, procedure-related harms, device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. The final patient status was reported as being discharged in good condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b5 describe event or problem, d8 is this a single-use device that was reprocessed and reused on a patient? G4 awareness date, h6 device codes (as evaluated); remove 3190, h6 evaluation result codes; remove 3233, h6 evaluation conclusion codes; remove 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent. Approximately three and a half (3.5) years post initial procedure, the patient presented with a large pseudoaneurysm near the ovation stent anchors (proximal portion of stent graft) per contrast CT (computed tomography) scan. The physician elected to treat the patient by implanting one (1) gore (non-endologix) thoracic device, a bbx (non-endologix) stent in the sma (superior mesenteric artery), and coils within the pseudoaneurysm (off-label procedure). The re-intervention was reportedly successful, and the patient is discharged and in good condition. Note: the involved patient has undergone dialysis due to a pre-existing high creatinine level (approximately 2.7) prior to initial implant with ovation devices, which was confirmed as renal insufficiency. In addition, the patient did not attend routine follow-ups prior to (B)(6) 2020. Correction: a gore (non-endologix) vbx stent was implanted in the sma.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent. Approximately three and a half (3.5) years post initial procedure, the patient presented with a large pseudoaneurysm near the ovation stent anchors (proximal portion of stent graft) per contrast CT (computed tomography) scan. The physician elected to treat the patient by implanting one (1) gore (non-endologix) thoracic device, a bbx (non-endologix) stent in the sma (superior mesenteric artery), and coils within the pseudoaneurysm (off-label procedure). The re-intervention was reportedly successful, and the patient is discharged and in good condition. The involved patient has undergone dialysis due to a pre-existing high creatinine level (approximately 2.7) prior to initial implant with ovation devices, which was confirmed as renal insufficiency. In addition, the patient did not attend routine follow-ups prior to (B)(6) 2020.